Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the 2.0 x 18 mm rx mini vision stent delivery system (sds) was being inserted into the introducer sheath, the stent was pushed back onto the shaft. The stent was removed from the sds and placed in a bag for return. The sds never entered the patient's anatomy. Reportedly, the sds never entered the patient's anatomy and there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results - a conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon and shaft. There was contrast on the shaft and hypotube. There was clear fluid in the guide wire lumen. The stent implant was dislodged from the balloon. There were crimp marks on the balloon in between the markers. The proximal end of the stent implant was mangled. There was no other damage noted to the stent implant. The balloon was tightly folded. There was a kink in the hypotube at the distal end of the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. The stent implant outer distal and middle diameters were measured and met manufacturing criteria. However, the proximal outer diameters could not be measured due to the damage noted. Product performance engineering reviewed the incident information and analysis of the returned product. The analysis of the returned product noted blood visible on the balloon and shaft. There was contrast on the shaft and hypotube. There was clear fluid in the guide wire lumen. This is consistent with handling and preparation of the sds. The stent was dislodged from the balloon, confirming the reported dislodgement. The proximal end of the stent was mangled. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the accessory devices. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The proximal stent outer diameters could not be measured due to the damage noted. The distal and middle measurements met manufacturing criteria. In this case, it is possible that during preparation, negative pressure was applied during sheath removal, resulting in the stent becoming loose. Further handling while the sds was inserted into the introducer sheath would have contributed to the stent dislodging proximally from the balloon onto the shaft. Additionally, it was reported the stent was removed from the sds for return, which may have contributed to the noted stent damage. In this case, a conclusive cause for the reported stent dislodgement could not be determined. Analysis noted a kink in the hypotube. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or has contributed to the reported stent dislodgement. A review of the finished device lot history records (lhr) did not reveal any non-conforming material records (ncmr) for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.